Event description:
Hill-rom received a report from the account stating th bed alarms were not working. The bed was located at (B)(6). There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed alarms functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.